Event description:
Event description cpi received information that this endotak c lead was exhibiting oversensing and had an impedance problem. The physician alledged the lead was fractured. A new endotak lead was implanted.